Manufacturer narrative:
Investigation on the autopulse platform (sn: (B)(4)) is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During service on an autopulse platform (sn: (B)(4)), the service technician reported that the autopulse displayed a user advisory (ua) 16 (timeout moving to take-up position) and ua 18 (max take-up revolution exceeded) error message. There was no patient involvement.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during initial functional testing but not during archive review. Both load cells were replaced to remedy the issue. The secondary complaint for the platform displaying an error message ua 18 (max take-up revolution exceeded) was not confirmed during archive review and initial functional testing. User advisory error messages are designed into the platform when one of several conditions is detected.ua 18 (max take-up revolutions exceeded) alerts the user that the drive shaft moved the lifeband past the maximum allowable take up depth without detecting a patient. Visual inspection was performed and damaged top cover and short black cover were noted, unrelated to the reported complaint. The autopulse platform is a reusable device; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review shows no session occurred on the reported event date of (B)(4) 2017. During functional testing, ua 16 was observed. In addition, the load cell characterization tsting shows both load cells readings were not within specification. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover and short black covers were replaced, after which the platform passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).